Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that reached 361 mg/dl, while wearing the pod longer than 48 hours on the arm. For treatment, the patient was given a intravenous (IV) for fluids and blood was collected for testing. The patient is still at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device generated an 0x68 alarm, indicating an occlusion was detected. Timeouts were seen in the data. Blood was observed in the fluid path. This blood caused an occlusion in the formed needle which resulted in the device alarming. The device was received with blood in the fluid path. Inspection of the device found no damaged or defects that would contribute to bleeding. The cause of the bleeding could not be conclusively determined.